Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusions can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had a blood glucose level of 37 mg/dl. Emergency medical technicians arrived at 7 pm on (B)(6) 2014 and the customer had glucose administered. The paramedics stayed until the customer's blood glucose level rose to 67 mg/dl. Standard troubleshooting was performed. The customer's sensor did not alarm for her low blood glucose levels. She ate dinner, bolused and thought she was fine. She experienced disorientation at the time of the event. The insulin pump did not go into threshold suspend when her blood glucose levels began to drop. The product was not returned. Nothing further was reported.